Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. No moisture damage noted on electronic assembly or on motor. The insulin pump had a scratched display window and cracked case at display window corner (lower left and lower right corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 350 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.